Manufacturer narrative:
E1: phone number - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal tip of the device broke off and fell apart during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d8, d9, h2, h3, and h6. The device was returned to olympus for inspection and the event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of this complaint is traced to component failure and expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.